Event description:
Healthcare professional reported rupture, capsular contracture baker grade IV, deformation, and folds. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, creases/folding of implant and capsular contracture, was received on december 29, 2021 with lot number 2642598. Visual analysis of the returned device identified no openings were found in the device, yellow particles material was found on the shell, flat creases, and deformation. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade IV, deformation and folds. The device has been explanted.